Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient leads were slightly shifted. The patient underwent a revision procedure wherein the lead was been replaced. The patient was doing well postoperatively.